Event description:
It was reported by the spouse of a patient with an implantable cardiac defibrillator (ICD) died seventeen months post implant, six years ago. The spouse reports that the patient was very sick and the doctor's recommended an upgrade to a cardiac resynchronization therapy defibrillator but the patient died. In addition it was reported that the spouse heard the doctors mention that the defibrillation lead the patient had was "not kicking in like it was supposed to". Follow up with the patient's cardiology clinic revealed the patient was admitted in critical condition to the intensive care unit with multiple health issues. The last interrogation was done in the hospital, three days prior to death, and showed normal device function. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.